Manufacturer narrative:
The reported events of a stylet insertion issue and a helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood / tissue for analysis. X-ray examination confirmed the inner coil at the connector region was over torqued and showed no issues contributing to the helix mechanism anomalies reported in the field. The cause of the reported event of a stylet insertion issue and helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead was found difficult to be advanced with a stylet and the helix was unable to be extended. The rv lead was removed and replaced. The patient had no adverse consequences.